Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had motor error. Customer states that they experienced high blood glucose. Customer¿s blood glucose was 380 mg/dl, 390 mg/dl at the time of incident. Drive support cap was normal. Customer states that insulin pump had off no power alert. Customer states this is not the second occurrence of off no power in less than 24 hours after low battery warning. Customer states that insulin pump had no delivery alarm and event was resolved by changing complete set. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating current test, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm and no unexpected battery power loss anomaly during test noted. Motor passed motor test.